Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was surgically abandoned during a routine device replacement procedure due to high out-of-range impedance measurements and high threshold measurements. The high impedance and threshold measurements were confirmed through pacing system analyzer (psa) testing. No adverse patient effects were reported.